Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that shortly after impella cp implantation, the aortic (ao) placement signals were reading markedly higher than the patient¿s systemic blood pressures. The physician requested switching the pump from auto mode to p6 with the goal of maintaining mean arterial pressures (maps) greater than 65 mmhg. Multiple ¿in aorta¿ alarms occurred, despite appropriate pulsatility in the motor current and continuous fluoroscopy confirming that the pump remained in good position. Due to the persistently elevated placement signal readings, placement monitoring was deactivated, and the team proceeded by monitoring motor current and patient hemodynamics. The planned high risk percutaneous coronary intervention was completed, and the patient tolerated the procedure well. The decision was made to keep the device in place for a few hours post-procedure and to consider removal once the activated clotting time decreased to approximately 150 seconds and the patient remained stable. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
This follow up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. No additional information impacting the previously reported device return status is available at this time.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the placement signal issue could not be determined. The cause of the false alarms could not be determined.